Manufacturer narrative:
H6: changed from 25: cause traced to manufacturing changed to 23: manufacturing deficiency, and 4315: caused not established as coded by engineering in their investigation.

Manufacturer narrative:
H6: results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H6: results code 2: 213: the engineering evaluation stated the following: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: damage was observed to the curved olive that indicated that a proximal apex was wedged between the olive and delivery catheter. A wedged apex can prevent the catheter from disengaging from the device post-deployment. The findings of the evaluation are consistent with the reported event description that a proximal apex was caught on the delivery catheter, preventing the catheter from being removed following deployment. Based on the evaluation, the cause of the proximal apex being wedged between the catheter and olive is considered attributable to the manufacturing process. Imaging evaluation: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Summary: two jpeg images and a short movie clip are available for evaluation. First jpeg image appears to have a possible date stamp of 210602. There appears to be a picture of 3 labels at the top of the first jpeg: 2-gore® tag® conformable thoracic stent grafts ¿ tgm262610j, tgm262615j, and 1-gore® tri-lobe balloon catheter bcm1634j. Jpeg #1 appears to show a gore® tag® conformable thoracic stent graft proximal stent row that appears to be partially disconnected from the graft and extends to the leading olive and the delivery catheter. There appears to be a stent row unraveled and appears to be extending through the distal end of the implanted device(s) on the movie clip provided for evaluation.

Manufacturer narrative:
H6: added code 515 - g04122.

Event description:
The following information was reported to gore: on june 2, 2021, a patient underwent endovascular treatment of an descending thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag-ac). After fully deploying the ctag-ac (tgm262610j), the physician attempted to remove the delivery catheter, however, it was not possible. As the delivery catheter was being pulled back,the partially uncovered stent (pus) moved with it. Reportedly, it seemed like the pus was wedged into the leading olive tip. The delivery catheter was manipulated up and down, and rotated. During this manipulation, a partial separation occurred between the stent wire and graft. A snare was used to grasp the stent graft and the delivery catheter was attempted to be removed. But it was not successful. A lock balloon was inflated in the stent graft, and the delivery catheter was moved up. But it was still not successful. A lock balloon was inserted from opposite side and inflated at the proximal end of the stent graft, and the delivery catheter was attempt to be removed strongly. The stent graft was finally released from the delivery catheter when removed through a dryseal sheath. The stent graft had migrated distally. The separated portion of the stent was out at the distal end of the stent graft. Additional ctagac (tmg262615j) was implanted and the stent graft (tgm262610j was covered by the additional stent graft. The procedure was completed and the patient tolerated the procedure.

Manufacturer narrative:
B.5. Updated. H.6. Health effect updated. H.6. Conclusion code 2: 22: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur include, but are not limited to embolizations (micro and macro) with transient or permanent ischemia.

Event description:
The following information was reported to gore: on (B)(6), 2021, a patient underwent endovascular treatment of an descending thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag-ac). After fully deploying the ctag-ac (tgm262610j), the physician attempted to remove the delivery catheter, however, it was not possible. As the delivery catheter was being pulled back, the partially uncovered stent (pus) moved with it. Reportedly, it seemed like the pus was wedged into the leading olive tip. The delivery catheter was manipulated up and down, and rotated. During this manipulation, a partial separation occurred between the stent wire and graft. A snare was used to grasp the stent graft and the delivery catheter was attempted to be removed. But it was not successful. A lock balloon was inflated in the stent graft, and the delivery catheter was moved up. But it was still not successful. A lock balloon was inserted from opposite side and inflated at the proximal end of the stent graft, and the delivery catheter was attempt to be removed strongly. The stent graft was finally released from the delivery catheter when removed through a dryseal sheath. The stent graft had migrated distally. The separated portion of the stent was out at the distal end of the stent graft. Additional ctagac (tmg262615j) was implanted and the stent graft (tgm262610j was covered by the additional stent graft. The procedure was completed and the patient tolerated the procedure. The physician also stated that the insertion time of the dryseal sheath was unexpectedly long (just over 4 hours) from the right common femoral artery, so the ischemic time in the right lower limb increased and symptoms similar to acute arterial occlusion occurred. There was numbness and calf swelling in the right leg and difficulty walking.